Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor saline prosthesis experienced unknown sided deflation post procedure. The patient not sure if the implants are from mentor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.